Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the pencil from a c-section pack ignited during use. There was no patient injury. The incident device is not available for evaluation.

Manufacturer narrative:
A report was submitted by the end user. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pencil from a c-section pack ignited during use. There was no patient injury. The incident device is not available for evaluation.

Manufacturer narrative:
Corrected information: sex.